Manufacturer narrative:
"Other" was selected as the medical device remains implanted. Return not possible. (B)(4).

Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis. Reportedly, attempt by the physician to deploy the device from the higher position of the right renal artery and attempt to reposition the device after deployment was not successful. It was reported, half of the left renal artery was unintentionally covered by the device. Angiography showed blood flow but an additional bare stent was placed at the left renal artery in a preventive manner. The patient tolerated the procedure. It was reported by the physician that the tapered neck might have prevented successful repositioning and that the device should have been deployed at the lower position of renal artery. The fsa reported that the design of the independent stent might be a one factor of this event because the stents 2 and 3 appeared to be stuck in the neck, making them difficult to move.